Event description:
It was reported that after repositioning of the ventricular lead due to high threshold and inappropriate sensing, the lead would not lock into the device. They tried two wrenches but the lead would not still lock. The device was removed and replaced and the lead locked into the new device. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the grommet was damaged, there was foreign material in the set screw, and the set screw socket was rounded.